Event description:
It was reported that this pacemaker seems to be depleting rapidly, however, the device did not appear to be exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) noted that the several atrial tachy response (atr) events may have affected battery longevity. The atr events were due to sensing issue on atrial lead which seems to have no good lead-tissue interface. The ts suggested programming option but may need to ultimately revise the lead. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the b5: describe event or problem for more information regarding the specific circumstances of this event. This supplemental report was filed to capture the correction on b5: describe event or problem.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker seems to be depleting rapidly, however, the device did not appear to be exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) noted that the several atrial tachy response (atr) events may have affected battery longevity. The atr events were due to sensing issue on atrial lead which seems to have no good lead-tissue interface. The ts suggested programming option but may need to ultimately revise the lead. No adverse patient effects were reported.